Event description:
Device complications: failure to deploy, failure to retract, partial deployment. Time of complication: during the procedure. Symptoms: none. During use the thumbwheel locked (would not turn) and the stent could not be deployed. Subsequent info was received which stated, "unlocked, went to deploy and circle device (thumbwheel) got jammed with aprt of stent out. Able to get stent back into device and removed." It was noted that the procedure was completed with a different absolute. There was no pt consequence. There was no reported injury and no additional info available.